Manufacturer narrative:
(B)(4). The complaint was confirmed; however, a cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Event description:
During troubleshooting of a check final line alarm that appeared on the homechoice (hc) display during priming, the home patient (hp) revealed that he had already changed out only the cassette. The technical service representative (tsr) explained to hp that it is not safe to disconnect bags and reconnect them and advised to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.